Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date and a barbed suture was used. During the procedure, when pulling the suture after putting cross stitch on the fascia, the fixation tab of the barbed suture broke. Another like device was used with no problem. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). An empty labeled winding former and a dispensed needle-suture of product code sxpp1a301 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab broken were noted. In addition, a side of the tab was returned for analysis, only body fluids were found. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.